Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following section d10, g4, g7, h2, h3, h6, h10. 61- intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. This failure is most commonly caused by mishandling/misuse. The instrument passed the electrical continuity test.

Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument involved with this complaint. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A log review was performed for the fenestrated bipolar forceps instrument reported in this complaint (pn: 470205-17/ n10191209 0150) and the following was found: the instrument was last used on 03/16/2020. The instrument had 6 lives remaining and was not used for any subsequent procedures. No error would appear in the logs for this type of reported issue. No photo or video was provided by the site for review. Based on the information provided, this complaint is being reported due to the following conclusion: potential instrument arcing. The instrument had burn mark with no evidence or claim of user mishandling or misuse. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument was observed to have a burn mark on the plastic part of the jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed during the procedure. It was reported that the fenestrated bipolar forceps instrument was used with a permanent cautery spatula instrument, and the bipolar energy was activated when the issue occurred. The surgeon believes that the permanent cautery spatula was in contact/collided with the fenestrated bipolar forceps instrument when activated, which may have caused the reported event. It is unknown if the instrument tip was in contact with tissue when the issue occurred. The fenestrated bipolar forceps instrument and cannula were inspected prior to surgery, and no damage was noted. No pin gauge was used to inspect the cannula. The instrument was removed with the wrist straightened. No fragments fell into the patient. There was no injury to the patient. The patient did not return to the hospital due to post-surgical complications.